Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns was noted to have damaged packaging. Verbatim: rcc received a complaint via email. We received 1cs of damaged case of item (B)(6) on po (B)(4). This was noted at time of delivery. Can you please provide an exact date of event in format mm-dd-yyyy? 12/29/2025. Could you please provide a further description of the issue? Box was torn as well as the plastic bag with syringes spilled out. Can you describe external condition of the box upon receipt, any signs of mishandling/opened seals? Box was torn open. Noted the damage on the dr at time of receipt. Did you notice any unusual sounds or shifting inside the box when handling it? Syringes were spilled out. Can you describe any damage found to the items inside (including quantity/cases/shelf pack affected?). Missing syringes was not full case. Are you able to provide photos of the damaged items? No photos were taken and box has been destroyed.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. This was determined to be a service-related issue after the MDR was submitted.

Event description:
It was determined that "box was torn as well as the plastic bag with syringes spilled out" this is a service-related issue.